Event description:
From staff: issue identified of overheating in relation to the use of 4k tower and a light cord of larger gauge, that is used for our icg procedures (gall bladders). Camera and light cord were utilized on 100% for over one hour on manual mode. Manufacturer response for fiberoptic light source, (brand not provided) (per site reporter). Rep was on site and reprogrammed each light source to have automatic settings instead of manual. Please see contact information for rep below: [name of representative and contact information redacted]